Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: product ID: 97755, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that back in (B)(6) 2021 they had a new (intellis) battery put in but now none of it was working. Patient stated that in (B)(6) 2022 they were walking with their husband and they turned the battery back on and it shocked them so bad that their husband thought that they slipped because they grabbed a hold of their husband's arm so hard and it would have just about thrown them through the window. Pt said that after this happened the battery went dead. Patient said that it wasn't one of those little shocks like they would get sometimes right before the battery would go dead like they had before after having the battery for eight years or so. Pt said that they tried turning the device back on, but it wouldn't work. Pt said that they called their manufacturer representative (rep) the next day and that they were told that it was possibly a programming issue, so they were redirected to hcp/rep.  Pt said that the recharger burnt them and that they had pictures of the recharger that burnt them which they showed to their doctor. Pt wanted to avoid having spine surgery and just have the ins battery replaced. Pt confirmed that the recharger was not replaced after the recharger burned them. Pt said that they had gone for x-rays and everything and that never once did they have a problem. A new recharger was requested.